Manufacturer narrative:
The product has been received for analysis. This report will be updated should further information be provided from the analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion behavior. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Replacement was recommended. Eventually, this s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited premature battery depletion behavior. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Replacement was recommended. This product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion behavior. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Replacement was recommended. Eventually, this s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.